Event description:
December 17, 1230, patient needed to be defibrillated to come off pump following open heart surgery. Paddles did not function. There was a delay of approximately 1-2 minutes while new paddles were obtained and prepared for use and patient remained in fribrillation during that time period. New paddles functioned properly and patient was stabilized. There was no known patient injurydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.